Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). Additional information has been requested.

Event description:
The customer reported that a patient desaturated, experienced respiratory arrest and code blue required. Co2 line was found to have disengaged from filter. The filter was discarded and is not available for review.